Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: external ref#: (B)(4). Material no: unknown batch no: unknown. It was reported that clinician encountered leakage while using the bd phaseal¿ optima protector (p20-o) for administering parenteral drugs. Clinician experienced: leakage. No data provided for location of leakage.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided.

Event description:
No additional information.